Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the cartridge alarm and coordinated to replace the pump. The customer was informed of the steps to handle the malfunctioning pump and was sent a replacement. The customer understood all instructions and agreed to return the existing pump within the specified period.